Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a flexiva 200 tractip laser fiber was used during a ureteroscopy with holmium laser lithotripsy performed on (B)(6) 2016. Reportedly, the laser unit used was a lumenis p120. According to the complainant, during preparation, the laser fiber broke in half before it was inserted into the patient. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.